Event description:
It was reported that during the implant procedure, the right ventricular lead helix would not come out from the lead body when the physician tried to fixate into the endocardium. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed and the helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend/ retract. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.